Manufacturer narrative:
The following fields have been updated with corrections: d.1. Medical device brand name: bd 0.3 ml insulin syringe with bd ultra-fine¿ needle. D.2. Medical device catalog #: 324916. D.4. Medical device expiration date: 2023-12-31. D.4. Unique identifier (UDI) #: (B)(4). D.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-02-19. E.1. Initial reporter address 1: (B)(6). E.1. Initial reporter address 2: (B)(6). E.1. Initial reporter city: (B)(6). H.3. Device returned to manufacturer: yes. H.4. Device manufacture date: 2018-12-03.

Event description:
It was reported that bd 0.3 ml insulin syringe with bd ultra-fine¿ needle cannula got stuck in the shield. This was discovered during use. The following information was provided by the initial reporter: customer informs that when he is going to prepare the syringe to apply insulin to the dog the needle gets stuck in the orange part of the syringe.

Event description:
It was reported that bd ultra-fine¿ insulin syringe needle got stuck in the shield. This was discovered during use. The following information was provided by the initial reporter: customer informs that when he is going to prepare the syringe to apply insulin to the dog the needle gets stuck in the orange part of the syringe.

Manufacturer narrative:
H.6. Investigation summary: customer returned three (3) 31gx6mm, 0.3ml bd insulin syringes from opened polybags from lot 8337709. Customer reported that the needle gets stuck in the orange part of the syringe. All three returned syringes were examined and it was observed that none (0) of the three returned syringes exhibited separated needle hub/shield assemblies. The customer also provided four photos of 0.3ml syringes from lot 8337709. After reviewing these photos it was observed that three of the syringes exhibited separated needle hub/shield assemblies; no damage to the barrel tip was observed. A review of the device history record was completed for batch #8337709. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200794547] noted for cracked hubs. There was one (1) notification [200794548] noted that did not pertain to the complaint. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: l2l dispatch #: (B)(4) was for raised hubs. The amplifier was out of adjustment. Corrective action: the amplifier was adjusted. Rationale: capa1122103 has been opened to address this issue of hub separates. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultra-fine¿ insulin syringe needle got stuck in the shield. This was discovered during use. The following information was provided by the initial reporter: customer informs that when he is going to prepare the syringe to apply insulin to the dog the needle gets stuck in the orange part of the syringe.